Event description:
Per journal article: "effect of drains on complications in laparoscopic repair of unilateral inguinal hernia". The retrospective study evaluates laparoscopic totally extraperitoneal (tep) inguinal hernia repair in 125 adult patients (114 males, 11 females) conducted from may 2021 and february 2023 with primary unilateral hernias, divided into drainage (n=45) and non drainage (n=80) groups. The procedure involved creation of the preperitoneal space using a balloon trocar, placement of two additional 5 mm ports, and complete reduction of the hernia sac. A 3dmax light mesh (bard, 10.3 x 15.7 cm) was placed to cover all groin defects and fixed using titanium tacks (non-bd device). In the drainage group, a closed suction drain was positioned in the preperitoneal space and removed within 12-24 hours postoperatively. Postoperative complications include, hematoma formation occurred in 11 cases (n=11) drainage group (n=2) and non drainage group (n=9). Seroma formation on postoperative day 7 was observed in n=18 patients (n=5 with drainage, n=13 without drainage), with a smaller number requiring aspiration (n=2) and others resolving spontaneously. Additional complications included urinary retention (n=7 total; n=4 drainage, n=3 non drainage)/(urinary retention is a known minor postop complication not related to the implant), while diagnostic laparoscopy/re exploration was required in n=1 case due to suspected bleeding. Importantly, no cases of wound infection, early recurrence, or conversion to open surgery were reported. The article concluded that especially for young surgeons who are new to surgical procedures, the placement of a drain that is removed after 24 hours will both reduce the development of hematoma and seroma and contribute to early diagnosis and timely intervention in case of serious bleeding. Addendum per coauthor: "seroma cases were independent of the mesh and were caused by other factors. In this study, I examined the effect of the drain on seroma development. It is difficult to determine the effect of each mesh on seroma development individually." Note: there is no information provided in the article indicating that the device caused or contributed to the postoperative patient complication(s). However, as postoperative complications did present and some requiring medical/surgical intervention we are reporting this as a serious injury MDR.

Manufacturer narrative:
Based on the contents of the article, no conclusions can be made regarding the extent to which the implant may have caused or contributed to the postoperative patient complications. The article does not report that any specific device malfunction or alleged post-op complications were caused or contributed to the use of the 3dmax light mesh. Hematoma and seroma are clinically understood potential complications of surgery/use of the device and are identified in the adverse reactions section of the instructions-for-use, supplied with the device, as possible complications. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (01-may-2021) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.